Manufacturer narrative:
The customer reported that the kit appeared to have been previously opened and returned to shelf. The customer did not respond to multiple follow-up attempts. This event is being reported out of an abundance of caution.

Event description:
The customer reported that upon opening their purchased a1c kit, the pouches inside were "opened and used." The customer also indicated that the kit appeared to have been previously opened and put back on the shelf (pts a1cnow kits are non-returnable product).